Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in address (B)(6) on (B)(6) 2017. Power on reset (por) severity is low so the device should be able to fully recover after reset. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) exhibited an "electrical reset." The patient denied having any medical procedures or electromagnetic interference exposure. The device remains in use. No patient complications have been reported as a result of this event.